Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista standop device. The front of a keypad detached from the device. There was no injury reported however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an incident with one of surgical lights- volista standop. As it was stated, the keypad fell down from the fork before procedure. There is no injury reported however we decided to report the issue in abundance of caution as any part falling might be a source of contamination. There is no information if, when the event occurred, the device was or was not being used for the patient treatment. Performed evaluation of the involved device allowed to establish that it failed to meet the manufacturer specification, as the part should not detach. This incident is due to the debonding of the keypad pcb. The events are concentrated over a period of 6 months (from april 2018 to september 2018) that is to say products manufactured between august 2017 and march 2018. About this problem, the CAPA # 2018-15 (tw# (B)(4)) was inititated by maquet sas and despite investigation led both at maquet sas and at the supplier any cause could be confirmed. Nevertheless, at the end of 2018 the supplier has implemented some preventive actions to address the probable root causes. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time. The correction of h4 device manufacture date deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 2019-11-13, corrected h4 device manufacture date: 2019-11-25.

Event description:
Manufacturer's reference number (B)(4).